Event description:
During use of the roller pump for a cardiopulmonary bypass procedure, the device exhibited uneven motion at low speeds, when adjusted using the speed control knob. There was no reported adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation has begun, but no conclusions have been reached.